Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the system battery status indicator showed a blinking red battery. Labview software showed that the charger bank associated with tray 8 was out putting low voltage resulting in depletion of battery tray 8. It was also observed that the system will not start up with umbilical connected. Battery charger enclosure, power conversion enclosure/power tray upgrade and battery tray 8 were replaced. The initial battery enclosure did not accept firmware load to several cards (considered bad at install). A new battery charger enclosure replaced with no issues. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the image acquisition system (ias) would not boot with the umbilical cable plugged in. In addition, the first battery indicator blinked red. This was reported outside of a procedure. There was no patient involved.

Manufacturer narrative:
H3) analysis on the returned power tray had no failure found when analyzed. When tested on a known good test system, 2d and 3d images were taken. No functional problems were found. D11) product ID #: bi71000195, lot #: rev. 1 : s/n (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, serial/lot #:(B)(6) : s/n (B)(6) h3: enclosure was returned and it was noted that there was an electrical component failure. They were able to confirm the reported complaint. The charger enclosure passed visual inspection. However, when it was installed into a test system. The system did not initialized. There was also no power to the system and batteries not charging. H6 10,120,4307 are associated with system enclosure return medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.